Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl resulting in a seizure, customer stopped breathing, and a loss of consciousness. The cause of the low bg was unknown, however, customer reportedly delivered 3 food boluses immediately before the low bg occurred. Subsequently, customer was hospitalized in the intensive care unit. Prior to the hospitalization, customer was treated with glucagon, and once hospitalized customer was intubated. No further information regarding treatment was received. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved, however, customer sustained a tracheal infection from the intubation, and was suffering lingering effects from this.